Event description:
Customer states that seat lid when up snaps off when sitting on seat. Splash guard clips do not hold and it falls in commode. Seat clips are loose. Unit used as a standalone. The seat opening from front to back needs to be 10" . Lind